Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdus0120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air could be discharged successfully before to use on patient, it could not be flushed after place on the port. It could not be flushed after removal from port.